Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient obtained elevated blood glucose readings such as 295 mg/dl, 452 mg/dl, 333 mg/dl and 368 mg/dl, and experienced the symptoms of headache, nausea, increased thirst, urination and tested positive for large amounts of ketones. On (B)(6) 2013, when the patient replaced the infusion set, she discovered the cannula was bent, which can cause under-infusion of insulin. The patient was able to replace the infusion set and infusion site and take a correcting bolus dose of insulin. Troubleshooting revealed all pump settings, programming, date/time were correct, and all total basal and bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by having a bent cannula on the infusion set. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this infusion set issue occurred, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 04/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the black box data started on 02/17/2015. The data from the time of the alleged complaint was unavailable for review do to continuous pump use. A review of the pump available histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.